Manufacturer narrative:
21-jun-2021: no failure could be identified as a result of the investigation.

Event description:
Cotton was fraying, missing half of tampon on removal, retained [foreign body in reproductive tract]. Cotton fraying, missing half of tampon, did not have protective layer, missing in it's packaging [device breakage]. Removed it and half od the tampon and the top was missing [complication of device removal]. Case description: consumer reported via e-mail that when she removed the tampon, half of it was missing and the cotton was fraying. No serious injury was reported.